Manufacturer narrative:
The product has been received for analysis. Allegation was not be confirmed lead pass electrical test. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited lost of capture due to a lead dislodgment, this lead needed to be replace. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
It was reported that this right atrial (ra) lead exhibited lost of capture due to a lead dislodgment, this lead needed to be replace. No additional adverse patient effects were reported.